Event description:
It was reported that the device was explanted approximately after an implant duration of approximately 123.1 months. Through follow-up with the surgeon, it was learned that the device was explanted due to stenosis. No further details were provided.

Event description:
Reportedly an unknown edwards device was explanted due to unknown reasons. No additional information is available at this time.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health care provider (via fax), the reason for explant was learned. A copy of the operative report was requested, but not provided. A device history record review is currently in process.